Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Event description:
It was reported that bd intima ii unknown leaked on (B)(6) 2025, patient chen honghui underwent ureteroscopic laser lithotripsy under combined spinal-epidural anesthesia. During intravenous fluid administration, leakage was detected at the connection point of the y-shaped catheter. Upon discovering the leak, the y-shaped catheter was immediately replaced. No harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.